Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of air water cylinder and air water tube has foreign objects the complaint was not established. And light guide lens has corrosion the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, that the colonovideoscope had air water tube and cylinder has foreign material and light guide lens has corrosion. There was no patient involvement.